Event description:
This is the fifth surgery using these snakes and c-clamps. The wing nuts would not tighten completely and were still somewhat loose during surgery. The surgeons dealt with the looseness with retractors. A second set up was not required for this surgical procedure. Another set was available at the hosp but was not sterilized for use. There were no adverse effects on the pt.